Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a lack of closure of the implant scar within the normal time limit. The edges one centimeter around the scar were inflamed and the physician believed there was an infection risk. The device was explanted and oral antibiotics were administered. Bacteriological analysis was negative. No further patient complications have been reported as a result of this event.